Event description:
It was reported during primary surgery of left pelvic, doctor was drilling with long 2.5 x 450mm drill bit, the tip of drill bit broke off right where the cutting flute starts. Doctor relocated a new drill bit and it also broke. Drill tip was left in patient. This lead to a 10 minutes delay in surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposed of by hospital.